Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump of the device kept collapsing after several cycles without refilling.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached inlet tube were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. A separation was noted in the reservoir bladder. This was a site of leakage. The bladder material appeared to be stretched, indicating stress was exerted. Most likely during the sterilization process after explant. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the inlet tube. The information received indicated the pump would not refill, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed separation in the reservoir bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during decontamination after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.